Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the procedure, the patient was cardioverted for atrial fibrillation. It was noted that the atrial fibrillation was not alleged to be caused by the procedure or the device being implanted. After the cardioversion, the device had inappropriately gone into back-up operation. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.

Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the procedure, the patient was cardioverted for atrial fibrillation. After the cardioversion, the device had inappropriately gone into back-up operation. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported event of inappropriate or unexpected mode switch was not confirmed. Final analysis of the device returned normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.